Manufacturer narrative:
B5: describe event or problem- the clinical study downgraded the tia to not related to the watchman flx device.

Event description:
Champion af study. It was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the champion af study on (B)(6) 2021, and the procedure was performed four days later. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22.0mm. The patient was discharged home on apixaban (5mg) one day post index procedure. Sixty four days post index procedure, the patient was feeling drowsy and was brought to the emergency department. A neurological assessment was performed of the patient, which revealed excessive aphasia, left arm weakness, and mouth deviation. On the same day, a computed tomography (CT) scan and magnetic resonance of the brain were performed and no ischemic or hemorrhagic lesions were detected. A transesophageal echocardiography (tee) assessment was recommended in order to detect potential device thrombus, but the patient refused this assessment. No corrective action was taken in response to the event, and a complete neurological recovery was observed one day later. The patient was then discharged home on apixaban (5mg). It was further reported that on (B)(6) 2021, tee echocardiography was carried out that excluded device related thrombosis, and the cause of the tia was unknown and downgraded to not related to the watchman flx closure device. The medication discharge information of apixaban (5mg) was also removed from the narrative.

Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2021, and the procedure was performed four days later. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22.0mm. The patient was discharged home on apixaban (5mg) one day post index procedure. Sixty four days post index procedure, the patient was feeling drowsy and was brought to the emergency department. A neurological assessment was performed of the patient, which revealed excessive aphasia, left arm weakness, and mouth deviation. On the same day, a computed tomography (CT) scan and magnetic resonance of the brain were performed and no ischemic or hemorrhagic lesions were detected. A transesophageal echocardiography (tee) assessment was recommended in order to detect potential device thrombus, but the patient refused this assessment. No corrective action was taken in response to the event, and a complete neurological recovery was observed one day later. The patient was then discharged home on apixaban (5mg).